Manufacturer narrative:
E1/establishment name: (B)(6). A review of the device history record found no deviations that could have caused or contributed to the reported issue. The customer cleaned, disinfected, and sterilized the device prior to sending to olympus for repair. The customer does not know what the foreign material is. There was no delay to pre-cleaning. The air/water nozzle was flushed with water and air. The customer stated there were no abnormalities in the accessories used for reprocessing. The air/water nozzle was flushed with detergent solution. It is unknown whether the customer wiped/brushed the air/water nozzle with clean lint-free cloths, brushes, or sponges. There were no other concerns with reprocessing. The device was returned to olympus for evaluation and the customer's allegation was confirmed. Based on the results of the investigation, the foreign material could not be identified. A definitive root cause for the remaining foreign material could not be established. The event can be prevented and detected by handling the device in accordance with the following sections of the instructions for use: - evis lucera gif/cf/pcf type 260 series operation chapter 3 preparation and inspection. - evis lucera gif/cf/pcf/sif type 260 series cleaning/disinfection/sterilization edition chapter 3 cleaning, disinfection, and sterilization procedures describes preventive measures. In addition, the following non-reportable malfunctions were found during the device evaluation: the bending angle in up direction does not meet the standard value due to wear of angle wire; the grip has foreign objects; the play of the up/down knob is out of standard value due to wear of the angle wire; adhesive on the bending section cover has a crack; adhesive on the bending section cover has white-clouded area; water removal ability does not meet the standard value due to clogging of nozzle; control unit is damaged; control unit has discoloration; switch one has a scratch; switch two has a scratch; grip has a scratch; adhesive around objective lens has white-clouded area; adhesives around light guide lens has white-clouded area; and the plastic distal end cover has a dent. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the colonovideoscope had insufficient angulation. The device was returned for evaluation. During the device evaluation the following was found: foreign matter came out of the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.